Event description:
Received information regarding a cartridge alarms 19 during the load process. Customer's blood glucose level was not impacted. Customer was able to load a cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental will be submitted.